Manufacturer narrative:
The device and the lens were returned inside a plastic bag. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was fully advanced with the distal plunger portion extended beyond the nozzle tip. The nozzle tip has stress lines. The lens was returned outside the device. Viscoelastic was dried on the lens. The lens was cleaned with klrp to further evaluate. Both haptics were intact to the optic and were undamaged. No damage was observed to the optic also. A fold test was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic was used. The product investigation could not determine the root cause for the reported complaint. The lens was returned outside the used device. The device plunger was fully advanced. Both haptics were intact to the optic. The lens was undamaged. The presence of nozzle tip stress lines may suggest the lens may not have been in a proper position for advancement. It is unknown if the trailing haptic was in a proper position for advancement per the provided diagrams in the instructions for use (IFU). The IFU instructs: after the lens has been advanced to the fill to line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the fill to line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be out of position can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the fill to line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of defective haptic. Additional information has been received and stated that during an intraocular lens(iol) implant procedure the haptic was not intact and haptic did not fold properly in the shooter. The surgery was completed with the replacement lens. There was no patient contact.